Manufacturer narrative:
Lifescan has requested the return of the subject product for evaluation, but has not yet received it. If the product will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient in another country, contacted lifescan (lfs) in 2008, and alleged that a onetouch ultraeasy meter was giving inaccurate high results. The medical affairs specialist (mas) sent the follow-up question to the customer service agent (csa) to ask the patient and verified the following information. The patient indicated that he had received "inaccurate high" results two months prior, with a vial of teststrips. In the same month, at around 8:00 am, the patient reportedly received a blood sugar result of 15.0 mmol/l; therefore, he administered 14 units of novorapid insulin. At around 12:00 pm, he tested again and reportedly received a result of 18.1 mmol/l and administered 14 units of novorapid insulin. At around 4:00 pm, he tested again and received a result of 17.9 mmol/l; therefore, he decided to take 16 units novorapid insulin, as his blood glucose level did not fall after taking 14 units for the result of 18.1 mmol/l at around noon. He was not symptomatic during those times. He does not normally take insulin at around 4:00 pm. At around 5:00 pm that day, he reportedly felt dizzy and sick. Therefore, he sat down on a sofa and then, reportedly fell unconscious. His wife gave him a glucagon injection and he regained consciousness. He drank some apple juice and took a nap. He woke up at around 7:00 pm and was feeling better. He tested his blood sugar and received a result of 8.0 mmol/l at around 8:00 pm. The customer service agent (csa) verified that the patient was using correct technique to test and to clean the puncture area, the sample was collected from an approved source, and the unit of measure was set correctly. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the pt allegedly received high blood sugar results and administered higher amount of insulin according to those readings and later, developed "unconsciousness" and felt better after administering glucagon injection. Diabetes care management: the patient usually tests his blood sugar 3-4 times daily before every meal. The patient is advised by his doctor to take novorapid insulin, 8-10 units in the morning, 8-12 units at noon, 10-12 units in the evening and 22-24 units of lantus insulin in the night. He does not have a sliding scale, but he mentioned tha if he receives "really high blood glucose reading", then he is advised to increase the amount of novorapid insulin, but he is not given exact amount of insulin to increase for higher reading, he decides dosage of insulin by himself for higher reading based on his past experience.